Manufacturer narrative:
(B)(4). Red blood cell (rbc) aperture bath assembly.

Event description:
A distributor's service engineer has reported a leak of fluid through the aperture adhesive joint of an lh 500 hematology analyzer. It is unknown if erroneous patient results were generated and if any patient treatment was affected as a result of the event. Request for additional information of the event has been made but not provided. Information regarding the use of personal protective equipment by the operators or if there was any injury or exposure as a result of the leak is unknown.

Event description:
Additional information was received from the distributor's field service engineer (fse) on (B)(6) 2013. The fse identified the leak coming from the aperture adhesive joint of the red blood cell (rbc) bath on an lh 500 hematology analyzer. The fse stated that the volume of the leak was a few drops but was contained within the instrument. No error messages or erroneous patient results were generated. There was no change or affect to patient treatment in connection with this event. The operator's use of personal protective equipment was unknown at the time of the event but the material safety data sheet (msds) was not reviewed and there was no report of injury or exposure. The fse replaced the rbc aperture bath and no further leak was observed. Failure mode is determined to be the rbc aperture bath assembly.

Manufacturer narrative:
Service information has been requested but not received. Beckman coulter will provide a follow-up report as more information is available. (B)(4).